Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Two devices were received with lot number 5576379, one is ruptured and the other intact. Clarification is in progress to find out if there is an issue with the second device received. Supplemental report will be submitted if any reportable information is received. As per the device received, the following field have been updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile". Field d4 for catalog number has been updated to "3501640" field d4 for lot number has been updated to "5576379". Field d4 for unique identifier( UDI) has been updated to "00081317001232". Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot-5576379). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Two devices were received with lot number 5576379, one is ruptured and the other intact. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Expiration date under field d4 has been updated from 12/21/2008 to 01/01/2009 on this form as per manufacturing record evaluation (mre) completion. Also, date of implant under field d6a has been updated from (B)(6) 2005 to (B)(6) 2005 on this form since manufacture date of the lot is 01/03/2005 per manufacturing record evaluation (mre) completion. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, the file will be updated and a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age, race, and ethnicity underwent primary breast augmentation with an unknown size unknown saline implant and experienced left side breast implant deflation postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3502300; serial number (B)(4) on the right side, and with catalog number 3502300; serial number (B)(4) on the left side on (B)(6) 2020.